Manufacturer narrative:
(B)(4). Incision enlarged. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned for inspection. The lens had one distorted haptic and appears to have evidence of ophthalmic viscoelastic on it. A distorted/damaged haptic is typically found when the iol was not properly loaded into the cartridge.

Manufacturer narrative:
Corrected data: operator of device should be health professional. This information was inadvertently not completed. All pertinent information available has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was removed and replaced in the right eye during the same procedure after the physician noticed that the haptic was distorted. The incision had to be enlarged to remove the lens. There were no patient complications and the patient is reported to be doing fine.